Manufacturer narrative:
(B)(6). Please note that this device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pta of a lesion in the superficial femoral artery, a saber balloon catheter ruptured at its nominal pressure during its initial dilatation. Another balloon was used to finish the procedure and there was no patient injury. The lesion was not calcified and tortuous. The rate of stenosis was 100% (cto). A contralateral approach was made with a guiding sheath (45cm/6fr destination, terumo). After the lesion was crossed with a guidewire (astato xs 9-40, asahi intecc), a saber was delivered to and inflated at the lesion. However, it ruptured at its nominal pressure during its initial-dilation. Therefore it was removed from the patient and another new balloon was used instead. The procedure finished successfully. The product will not be returned for analysis. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and the contrast to saline ratio are not known. The inflation device used was a ps25. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally but then the balloon ruptured. The maximum inflation pressure was nominal pressure. The balloon maintained pressure during inflation. It did not kink while being used. The balloon was easily removed from the vessel and from the other devices. The balloon was intact upon removal.

Manufacturer narrative:
During pta of a lesion in the superficial femoral artery, a saber balloon catheter ruptured at its nominal pressure during its initial dilatation. Another balloon was used to finish the procedure and there was no patient injury. The lesion was not calcified and tortuous. The rate of stenosis was 100% (chronic total occlusion). A contralateral approach was made with a guiding sheath (non-cordis). After the lesion was crossed with a guidewire (non-cordis), a saber was delivered to and inflated at the lesion. However, it ruptured at its nominal pressure during its initial-dilation. Therefore it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. The product will not be returned for analysis. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and the contrast to saline ratio are not known. The inflation device used was a ps25. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally but then the balloon ruptured. The maximum inflation pressure was nominal pressure. The balloon maintained pressure during inflation. It did not kink while being used. The balloon was easily removed from the vessel and from the other devices. The balloon was intact upon removal. The device was not returned for analysis. Review of lot 17067846 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (chronic total occlusion) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.